Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had error message 1260. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. Functional testing was able to duplicate the reported problem. The root cause was unable to be established. The main board was replaced. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.